Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: confirmed that they used the existing ports. No new ports were added. No harm to the patient. The patient demographic information was not provided. Isi received the system power manager (spm) for failure analysis, but the reported failure could not be replicated. The spm was installed and tested on the test system. The system started up without any errors. 20 power cycles were run with this part, and all passed. All gantry motors were driven with the full range of motion without any errors. The spm remained on the test system for 2 hours in normal operation while testing other boards. There were no errors or anomalies. The batteries were discharged and charged without any errors. The root cause of non-recoverable fault cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the spm found no issues related to the reported complaint. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) has a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse determined that the communication faults were due to psc shutting down randomly. Issue did not occur at power on, but usually with in 20 minutes of startup. The fse noted that led power button would turn blue ring around outside of power button with an amber center. The fse determined that system must be losing 48 volt and he could hear audible clicking coming from back side of the psc. Upon return trip with parts, the psc would not power on normally. The power led would turn blue then go off. The fse replaced the system power manager (spm) and the epo power switch to resolve the issue. The epo power switch is a field scrap item and will not be returned back to isi. The system was tested and verified as ready for use. Isi has received the spm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had a non-recoverable fault. The system had non-recoverable 31243 and the psc was not detected. System logs show blue fiber cable related issue. The customer tried two separate blue fiber cables and the system still failed to start with the psc connected. The customer performed an emergency power off (epo) on the cart, cleaned fiber cables, and reseated the connections. The system started with the psc connected, however, the blue fiber cable issues returned shortly after. The psc started normally in standalone mode. The procedure was converted to a laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.